Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device identified proximal stent damage. Struts were raised at the proximal edge of the stent. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were kinks identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm maverick balloon catheter. Next, a 2.5x28mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The device was exchanged for another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.